Event description:
The customer alleged that he performed control tests prior to calling customer service and received results of 199 and 241 mg/dl using his breeze2 system. The normal control range was 90-123 mg/dl. The customer also alleged that he received a blood glucose reading of 390 mg/dl using his breeze meter, but another meter read 190 mg/dl within a few minutes. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer returned the test strips for evaluation. Replacement test strips and a new meter were sent to the customer.